Manufacturer narrative:
Due to the unavailability of batch information, the complaint could not be confirmed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that when attaching 5/8" needle to syringe, safety mechanism pulled off. Writer attempted to change needle but was unable to twist from luer lock system. Writer inspected needle and no concerns noted (other than safety mechanism off), so instead of wasting vaccine, writer chose to vaccinate without safety mechanism. Upon injection, vaccine squirted out of sides of luer lock and needle hub. More than half of the dose was not administered.